Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain." This report submitted march 30, 2011.

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to patella pain. The patella was resurfaced and the bearing was removed and replaced with a thicker bearing.